Manufacturer narrative:
Interim report - the ICD first underwent a status interrogation. The device status was mol1, 15 charge processes had been documented. The memory content of the ICD was analyzed and contained expected data. The analysis did not indicate a malfunction of the device. In particular, the charge drawn from the battery was checked. The battery depletion proved to be as expected. Next, the current uptake of the device was checked, which proved to be unremarkable. An additionally performed long-term study of the current uptake also showed nothing unusual. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The electronic module proved to be without defects. The battery was returned to the battery manufacturer for an extensive analysis. Since the analysis of the battery has not yet been concluded, the cause of the clinical observation could so far not be determined. As soon as the results of the battery analysis are available, this report will be updated accordingly. Based on the analysis, it can be assumed that the therapy functions critical for patient safety were available without restrictions during the implantation time.

Manufacturer narrative:
On 2/13/2017. We were notified by the manufacturer that the results code has been corrected.

Manufacturer narrative:
The returned ICD was first visually inspected. The sparkover traces were detected on the ICD housing. The dot-shaped spots of locally molten titanium indicate a sparkover between the housing and the high-voltage conductor of a lead during a shock delivery. In agreement with the clinical observation, it was not possible to interrogate the ICD. Therefore, the ICD housing was opened in a next step, and the internal structure was examined. During the examination, damage to the final shock stages of the electrical module could be detected. This damage is very likely due to a shock delivery into an external low-ohmic shock path, matching the sparkover traces on the ICD housing. The damage to the module consequently led to a permanently increased current uptake and then to a discharge of the battery. Because of the discharged battery, the ICD could no longer be interrogated. The manufacturing process of this device was reviewed. The production documents did not show any abnormalities. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The returned lead was cut through in the received state 15.5 cm distal of the is-1 connector pin. The distal lead fragment was not returned for analysis. External fraying of the insulation was observed 14 cm distal of the is-1 connector pin, which most likely led to the clinical observation. The position and kind of the fraying is characteristic for massive mechanical stress on the lead due to strong pressure onto the generator housing with simultaneous friction at it. In summary, the analysis of the ICD showed damage to the final shock stages due to a shock delivery into an external low-ohmic shock path. This is consistent both with the insulation damage of the ICD lead described in the clinical observation and the analysis result of the lead fragment. There was no material defect or manufacturing error of the ICD and the lead.

Event description:
Ous MDR - after an implantation time of 37 months, it was reported that the device had reached eri. The device was explanted and returned to biotronik. No deterioration of the patient's state of health was reported.